Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure when the kit was first opened, vasoview hemopro 2 c-ring extended straight out from the end of the cannula. The same device was used to complete the procedure after the harvester manually bent the c-ring into place. There was no procedural delay. There were no patient effects.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000378554 history record review was completed. There was one ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.